Event description:
On 06/30/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaw did not close all the way when deployed. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-13999mf, fastpass scorpion, sl-mf, batch 15070698, was received for investigation. Upon visual inspection, it was noted that the jaws do not close all the way. Functional testing was not performed due to the damage to the device. This is a known manufacturing issue. Refer to associated CAPA. The complaint allegation is confirmed.